Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device handpiece and the reported condition was confirmed. It was determined that the device failed for heat. It was determined that the device showed signs of damage indicative of damage caused by immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to user error / abuse and possible misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by netherland that during service and evaluation, it was observed that the motor device was not functioning and stalling. It was also noted that the handpiece did not run smooth because of some moisture in the handpiece. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.